Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an accutni (troponin) result in the risk stratification range for one's patient sample that was generated by the access 2 immunoassay system. Repeat testing and a subsequent sample resulted in the normal reference range. The erroneous result was reported out of the laboratory; however, the report was amended by the subsequent result. The patient was admitted to the hospital for observation due to the erroneously high result.

Manufacturer narrative:
The samples were heparinized plasma with gel barriers that were centrifuged for 3 minutes at 3700rpm. The collection tube was filled to the recommended volume. Qc was within the customer's established ranges during this event. A field service engineer (fse) was dispatched on (B)(4) 2010 and initially performed minor preventative maintenance (pm) on the instrument. The fse also replaced the wash valve rotor due to some rust and affixed the label on the reagent storage door. A high sensitivity (hs) system check was performed on the instrument and met specifications.